Manufacturer narrative:
Weight not available from facility.

Event description:
A vascular intervention case commenced to treat left anterior descending artery (lad) stenosis. The physician began the procedure using a spectranetics elca device (110-004). Midway through the procedure, the patient complained of a chest pain. The physician used an angiogram to take a picture of the vessel. A perforation was noticed in the mid/distal area of the lad. The physician stented the entire lad. The physician then used an echo-cardiogram and noticed some cardiac diffusion which he viewed as not critical at the time. The physician administered protamine. Patient pressure remained fine and heart rate was fine. Decision was made to take her off the table and admit her and observe overnight. In holding the patient was unresponsive. The patient was put on extracorporeal membrane oxygenation (ECMO), which still did not stabilize the patient. Patient passed away around 11pm on (B)(6) 2019. Later, the philips representative confirmed with the physician, the elca device was in the location of the perforation of the lad. The representative and physician also confirmed no malfunction of the elca device.